Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. In 2009 (through follow-up with the health-care provider), it was learned that the cause of death was hypoxic arrest. Per the patient's discharge summary: this is a patient who underwent a left heart catheter, which showed a 50% left main and 90% mid right coronary artery disease stenosis. It was decided that he need a coronary artery bypass grafting as well as aortic valve replacement for a history of aortic insufficiency and stenosis. Dr was consulted and took the patient to surgery two months prior. He underwent an avr and coronary artery bypass graft x3 consisting of left internal mammary artery to left anterior descending artery, saphenous vein to obtuse marginal 3 and saphenous vein to right coronary artery the same day. Postoperatively, he was transferred to the surgical intensive care unit. Cardiology assisted with his postoperative care. Two days later, his creatinine was noted to be 2.0. He was started on natrecor. He was given diamox. Chest tubes were removed without difficulty. The following day, his creatinine was down to 1.7. Two days later, the patient became hypotensive and pulseless. CPR was initiated. His left pupil was noted to be fixed and dilated. After lengthy discussions with the family, they decided to make him a do not resuscitate. He passed away on the same day."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), additional information, the operative report and the discharge summary was received. A device history record review is in process. Hypoxic arrest. Device not returned.

Event description:
Customer reported an rh discrepancy on the echo. An o negative patient resulted 1+ with anti-d series 4 and with anti-d series 5.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.